Manufacturer narrative:
Device was manufactured prior to UDI labeling implementation. Approximate age of device - 3 years a correlation between the device and the reported stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a big stroke while in the bathroom and expired on (B)(6) 2015 due to the stroke. There were no reported alarms and the patient had no known clinical issues or significant event leading up to the stroke. The patient had an inr of 3 and the device reportedly functioned well. The device was not explanted and will not be returned for evaluation.